Manufacturer narrative:
The tech found the hydraulic valve stuck causing the head not to raise. The tech replaced the hydraulic valve to resolve the issue.

Event description:
Tech alleged that the head of the bed will not raise. No pt impact.